Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.

Event description:
-

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation confirmed that the complete lead was returned without the stylet and there were no setscrew markings noted on the lead body. There were tool marks noted on the insulation and the coils were deformed, which was likely done due to the crushing tool used at implant. The damage found likely was procedurally induced.

Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead showed poor sensing, no pacing when required and increased thresholds. Upon revision, the stylet was inserted and the lead would not advance. It was noted there was a break in the lead, but the insulation remained in tact. As a result, the physician explanted this lead and successfully replaced it. To date, no additional adverse patient effects have been reported.